Event description:
It was reported that a revision occurred due to the connector detaching from the rod. Another revision occurred a few months later due to the same failure mode.

Manufacturer narrative:
The device was unavailable for evaluation. No determinations could be made as to the cause of the reported issue.